Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/10/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/27/2014 with the following findings:the pump battery cap was not returned for investigation; a test cap was used to complete testing. A review of the pump black box history showed that power events had occurred. The pump battery compartment was observed to be intact. During testing the pump powered on normally with the test cap. The pump was exercised for 24 hours without power loss of alarms duplicated. The pump was opened and no moisture or loose components were observed inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.